Event description:
It was reported that, "while drilling for the posterior to anterior locking screw, the drill bit did not follow a path through the hole in the nail. It traveled anterior and inferior to the hole and than broke off inside. The surgeon removed the device and than removed the broken off piece of the drill bit from the patients tissues."

Manufacturer narrative:
Device was discarded by the hospital. No evaluation of the device will be performed. If additional information becomes available, it will be reported on a supplemental report.